Event description:
I started having bad cramping six months after having essure procedure and I was told by the dr that inserted the device that it was normal. I have had bloating and weight gain. I first thought I was having colon problems again and had a colonoscopy completed that turned out negative. Afterwards, I want to a gynecologist for a well-woman checkup about two years later, and she indicated that there wasn't any apparent problem. I asked if it maybe due to the essure procedure and she said no. Later, I went to my regular dr because of the above symptoms plus starting to have joint pain; she stated the same that she doesn't believe it was from the essure procedure. I wasn't able to go back to the dr who performed the procedure because she left the practice not to long after I had the procedure. These symptoms have been present for the past six years.